Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had high blood glucose of 400 mg/dl. The insulin pump was not functioning properly as the customer set alert for high blood on 125 mg/dl, as the pump was alerting when blood glucose value go upper than 400 mg/dl. No treatment was reported. The device will be returned for analysis.